Event description:
Physicians were conducting their own, ehtics committee approved, study of biventricular pacing with company device via the coronary veins. Device was apparently left in the heart for a period of 48 hours during the study. They reported "...upon retrieval of the catheter, the wire tip broke off and remained in distal posterior cardiac vein. Chest x-ray confirmed that there was no migration, and facility has observed no sequelae".